Manufacturer narrative:
The field service engineer stripped and cleaned valves, cleaned reagent and sample lines, changed wash station tips, and adjusted the gear pump pressure. The sample and reagent probes were changed. Precision studies were performed. Calibration and controls were run by the customer and all were good. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant creatinine results for two patient samples tested on the cobas 6000 c (501) module. The specific creatinine reagent that was used was not provided. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a creatinine value of 54 umol/l, which repeated as 80 umol/l. The second sample initially resulted with a creatinine value of 39 umol/l, which repeated as 82 umol/l. The creatinine reagent lot number and expiration date were requested, but not provided.